Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled implant procedure, when they were preparing the pulse generator for attachment, the patient had a sudden pressure loss and a pericardial effusion was noted. The patient was then administered with dopamine and a pericardiocentesis was performed and the pressure was stabilized. Imaging was performed but the physician could not identify the cause of the effusion. The system was left in place and the procedure progressed normally. The patient remained under monitoring overnight but was stable after the procedure.